Manufacturer narrative:
Product evaluation: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported two lenses with central crease lines caused by the cartridge during intraocular lens (iol) implant procedures. Patient impact is unknown at this time.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a lens model. Without the lens diopter it cannot be determined if this is a qualified combination. Iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).